Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is heating and has no power. The reported event was not confirmed. The supplier evaluation revealed that the magnet on the fixing part is loose and the magnet on the trigger is dirty. Furthermore, the ball bearings are loud and the o-ring on the trigger is loose. The aforementioned anomalies are most likely related to wear and tear with use, and/or questionable customer handling used during the cleaning process. However, an overheating of the device or a loss of power was not observed.

Event description:
It was reported that the device is heating and has no power. There was no harm for the patient, operator or third party reported. No further information received.